Event description:
A customer reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer requested to pick up a replacement pump instead of having it shipped overnight. Technical support confirmed the customer had not experienced similar alarms with this pump before, decided to replace the pump, and instructed the customer on steps for returning the defective unit and using the backup insulin pump. The customer was informed about the updated software on the replacement pump and necessary precautions if using a g7 sensor.